Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a low blood glucose (bg) level, bg value and cause was unknown. Customer was provided carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.